Event description:
On 3/7/2024, it was reported by a sales representative via (B)(4) that an ar-623-6 keel punch and an ar-623-37 ibal tka femoral impactor had an issue. The ar-623-6 keel punch connection had been worn, making it difficult to attach to other instruments. Another instrument was used to remove the instrument. Upon completion of the case and during the inspection of instruments, it was noticed that the ar-623-37 ibal tka femoral impactor had sustained a crack. No second surgery is needed, and no patient harm was noted. This was discovered during a tka procedure on (B)(6) 2024. Additional information was received on 3/11/2024: no pieces broke in the patient. There was no case delay. It is unknown what product was used to complete the case.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional info: g.3 the complaint is confirmed. One unpackaged ar-623-37 / batch: 37622001 was received for investigation. Visual evaluation noted that the femoral impactor head has a crack. Additionally, various marks were observed on the strike cap that were incurred over repeated usage. Functional testing wasn't performed due to the damage of the device. The most likely cause for the reported failure is attributed to misuse due to excessive user-applied mechanical forces.